Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: h6. Adverse event problem, medical device problem code from a140802 to a0506; investigation findings from c0401 to c1601 and investigation conclusions from d02 to d0301.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for a stalled motor during multiple attempts to announce a dinner meal, consistent with a failure to infuse involving the motor component, and the user performed a dry run and rewind without reproducing the alert before subsequently encountering the same alert during another meal announcement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.